Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer showed interest in obtaining an out-of-warranty loaner pump.